Event description:
The customer reported a file corruption error message. This error causes the system to lock up or not to boot. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and gpos (general purpose operating system) were evaluated and replaced. The system software calibration files were reloaded. The system was tested and found to be working as intended and returned to service.